Event description:
Information received by medtronic indicated that insulin pump had bite marks from dog and chewed up. No harm requiring medical intervention was reported. Troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer called in with the following concern: spouse states that the ups driver left the insulin pump on the other side of the fence and the dog got to the box and chewed up the insulin pump, states that there are bite marks all over the insulin pump and the insulin pump is chewed up on the bottom, states that the customer is not able to use the insulin pump. P-cap locked in place properly during testing. Device passed displacement test. Device received with partially broken retainer and dog chew marks around casing noted during visual inspection. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when partially broken retainer and dog chew marks around casing were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.